Event description:
It was reported that a loadcell on the bed was not giving a reading. No adverse consequence reported.

Manufacturer narrative:
Loadcell. Parts order on behalf of customer. This part could affect the accuracy of the bed exit system.